Manufacturer narrative:
Findings: pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Pump received with cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal . Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not reported a motor position encoder error alarm. The customer was able to rewind the pump completely. The customer was unable to review alarm history. The customer performed displacement test and it passed. The customer was assisted performing manual prime. The motor error alarm did not recur. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.